Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code for the linx? On what date was the linx device implanted? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? Where were the eroded beads positioned? Which best describes the device removal approach: endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date; endoscopically removed the eroded beads & laparoscopically removed the device the same day; endoscopically removed the entire device; laparoscopically removed the entire device? Was the patient stented? What is the current condition of the patient?

Event description:
It was reported that an erosion was observed as 5-6 beads of a suture linx device visible internal to the esophageal/gastric lumen in a posterior position. Two unsuccessful attempts to cut the device wires were made using a loop cutter. The lithotripsy device was used to cut through one of the device wires using the following technique. A guidewire (.035¿ jag wire) was threaded between the linx device and the wall of the gastric lumen. The distal end wire was pulled back out the mouth of the patient. Both ends are fed into the fourteen french sheath. Both ends of the wire were fed into the handle and the handle was twisted until the guidewire cut through the linx device wire. An endoscopic snare was placed over cut portion of the linx device. Traction was applied to the device via the snare attempting to pull the balance of the device into the gastric lumen. This was unsuccessful. The snare was placed over the device excluding five of the beads and then ¿tangled¿ around the linx device and some time was taken to untangle the snare. The proximal end of the snare was cut in an attempt to undo the assumed two wires of the snare. The snare had a single wire down to the distal end loop. The snare wire placed over the linx device was fed into the sheath and into the handle which was turned until the snare cut through the wire (lithotripsy device was used for all three cuts of the links). One bead remained inside the gastric lumen, a snare was placed over the wire excluding the single bead. The snare was used to cut in a similar fashion using the lithotripsy device. All six beads (a chain of five and one single bead) were retrieved using an endoscopic net.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2019. Corrected data: awareness date transcribed incorrectly on supplemental report. Awareness date is (B)(6) 2019 ((B)(6) 2019).

Manufacturer narrative:
(B)(4). Date sent: 06/06/2019. Additional information was received that this event was previously reported under 3008766073-2016-00112. All additional information has been filed under the initial report. If further details are received at a later date all information will continue to be submitted under the initial report.